Manufacturer narrative:
Our field service engineer investigated the device on-site and confirmed the reported issue. During troubleshooting, the nozzle units were replaced to resolve the high o2 concentration issue, but this did not resolve the problem. Further assessment identified that the o2 cell and the o2 gas module could be the cause of the reported issue, and they were therefore replaced. After replacement, the device passed all functional, safety, and calibration tests and was returned to the customer for clinical use. The o2 gas module regulates the inspiratory gas flow and gas mixture. A faulty o2 gas module may lead to stop of ventilation, low o2, or high pressure. The o2 cell measures the o2 concentration in the inspiratory channel. It gives an output voltage that is proportional to the partial pressure of oxygen inside the inspiratory pipe. At constant ambient pressure, the output is proportional to the o2 concentration in percent. Evaluation of the provided device logs confirms the reported issue with the elevated o2 concentration. The alarm, o2 concentration high, is activated when the measured o2 concentration exceeds the set value by more than 5 vol.%. There are two main reasons for these alarms: gas delivery error (wrong gas concentration is delivered from the system, but the gas concentration is measured correctly) or measurement error (correct gas concentration is delivered from the system, but the gas concentration is measured incorrectly). Further analysis of the provided device logs shows that there are oscillation issues in the o2 gas module, thus explaining the generated o2 concentration high alarm. The o2 gas module was returned for further investigation. The o2 gas module was placed into a reference ventilator for simulated use testing. During this testing, the device successfully passed the pre-use check. After passing, ventilation was performed successfully for 24 hours without generating any alarms or errors. After the ventilation period, several pre-use checks were performed, all of which passed. The conclusion is that the device failed to meet its specifications during the reported event. The o2 gas module was returned for further investigation, but no problems could be reproduced at the manufacturing site. Nevertheless, based on the available information and the provided device logs, it is likely that the o2 cell could have contributed to the generation of high o2 concentration alarms due to faulty measurements. However, it will not affect ventilation since it is only for measuring. Therefore, based on the device log analysis, it can be seen that the o2 gas module was faulty due to the oscillation issues found in the device logs, thus explaining the varying o2 concentration measured. Therefore, it is confirmed based on the provided device logs, that the o2 gas module is the main contributor to the reported issue and is therefore considered the most probable cause for the generated high o2 concentration alarms.

Event description:
Manufacturer's ref: (B)(4).

Event description:
It was reported that the ventilator generated an alarm indicating high o2 concentration. There was no patient harm. Manufacturer's ref. #: (B)(4).